Manufacturer narrative:
(B)(4).

Event description:
New information received notes that when the patient came to clinic for device check on (B)(6) 2017, single noise reversions were observed which occurred after device reprogramming. The patient is pacer dependent. The patient reported to feel dizzy with pauses caused by noise oversensing. The physician wants to avoid surgery due to patient¿s age. There is also a history of low pacing lead impedance measurements. Programming changes were made and no more issues have been noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during in clinic device check, ventricular lead noise and far-field r-wave oversensing was observed. The noise was reproducible and was occurring during times when the patient was asleep. Programming changes were made and no more noise could be detected. No patient symptoms were reported.